Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the analyzer had a connection problem. The analyzer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer did not work and the analyzer had a connection problem. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.